Event description:
It was reported to adac that mr images are being transferred as a mirror image. The user reported that on a transverse data set (for a fusion study) from a siemens magnatom MRI, the tumor location appeared to be on the patient's right side; however, the MRI tech states that the tumor was on the patient's left. No injuries were reported as a result of this issue.